Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. Two used samples were returned to argon from the customer. A visual inspection was performed on the returned product. The device was found with one and a half loops broken off, along with the platinum wrap that normally secures those loops. The damage observed is consistent with forces applied during use, and no manufacturing defect was identified. Based on the condition of the device, the breakage appears to have occurred during the procedure while the snare was being used to retrieve the filter. No evidence suggests a manufacturing defect contributed to the failure, so no further action will be pursued at this time. Additional information provided in d.9., h.3., h.6. And h.11.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The (B)(6) hospital uses a snare to remove the filter during surgery. During the surgery, one of the rings of the three ring snare is broken in the patient's body. Therefore, the surgeon opens a new three ring snare to remove the residue of the broken ring from the patient's body, and finally removes the residue of the broken ring.